Event description:
It was reported that the customer's fill estimate was inaccurate after the customer went swimming with the pump. The cartridge had been in use for four days. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.